Manufacturer narrative:
H3: upon receiving the device, it looked to be unused with a sizable cut in the saline line. The device was decontaminated and was found to be leaking the saline when starting to prime the unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handpiece. It was reported that water would not flow easily from the handpiece. It was exchanged for a different part and the issue resolved. There was no patient involvement.